Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant procedure the patient experienced a fall and felt the symptoms return since then. During reprogramming of implantable pulse generator (ipg) it was discovered that the right atrial (ra) lead exhibited dislodgement. The implantable pulse generator (ipg) remains in use. The right atrial (ra) lead was explanted and replaced. No further patient complications have been reported as a result of this event.